Event description:
It was reported that "during the positioning of the echo-guided cvc in the left femoral vein, after dilation with a its dilator and insertion of the catheter, during the removal of the seldinger, it presented resistance and slamined (unraveled) leaving only the metal core. The catheter was removed together with the seldinger due to the risk of breaking the metal guide and loss of the cable or part of it into the blood stream. A new catheter was inserted, after having carried out compressive dressing."

Manufacturer narrative:
(B)(4). The complaint of guidewire and catheter resistance was able to be confirmed by the photos. Photos revealed that the guidewire became unravelled while inside of the catheter. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, " do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the positioning of the echo-guided cvc in the left femoral vein, after dilation with a its dilator and insertion of the catheter, during the removal of the seldinger, it presented resistance and slamined (unraveled) leaving only the metal core. The catheter was removed together with the seldinger due to the risk of breaking the metal guide and loss of the cable or part of it into the blood stream. A new catheter was inserted, after having carried out compressive dressing."